Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on 02/01/2018, she indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic, which she just finished. She indicated that the replacement pump was working without issue and her mastitis was resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated on 02/08/2018 with a medela lab kit. It passed all suction and cycle specifications - refer to attached evaluation. The customer's complaint of low suction could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction and was making a knocking noise. She alleged that when she tried to turn the vacuum up, it seemed to cut out, like the motor couldn't handle that level and then the suction would go down. The customer additionally alleged that she was battling mastitis.